Event description:
It was reported to bsc/target that the dsb prematurely detached. Per follow up through a co rep in 09/2001. During the treatment of a left vertebral-basilar fusiform aneurysm. A cordis 7f str envoy guide catheter was placed in the left vertebral artery. A dsb was mounted on a heishima taper select catheter and introduced through the guide catheter. The dsb/taper select were advanced to the distal left vertebral artery and the dsb was inflated. The inflated balloon moved to an undersirable position in the basilar artery. In attempt to reposition, balloon deflation was initiated. Before the balloon was completely deflated, it detached from the taper select catheter and migrated to the apex of the basilar artery. Attempt to snare and remove the balloon were unsuccessful. Flow beyond the balloon to both posterior cerebral arteries was documented. On day 5 post-procedure, the pt presented signs of posterior cerebral artery stroke and CT angio showed the dsb migrated from the basilar apex to the left posterior cerebral artery. On day 6 the pt went to the o.r. For dsb removal. The basilar and posterior cerebral arteries were opened to retrieve the device. The pt was o.k. For 4 days following the removal of the dsb, then had a massive subarachnoid hemorrhage and expired.